Event description:
It was reported that the patient, who was involved in the (B)(6) study, was treated with diuretics for congestive cardiac insufficiency two weeks post implant of this implantable cardioverter defibrillator (ICD). The patient died approximately 4 months post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The patient's medical history was significant for atrioventricular block and hypertension. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).